Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 09/02/24 to 09/03/24 of 16 mg/dl. The low bg causes were not known. The customer lost consciousness because of the low bg level, and received third party assistance from their spouse, who provided a glucagon shot to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.